Event description:
At 11 months from the primary, the patient came in reporting pain due to a loose femoral component and tibial tray. The surgeon revised the femoral component, insert and tibial tray and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 december 2023. Lot 2204114: (B)(4) items manufactured and released on 30-jun-2022. Expiration date: 2027-06-14. No anomalies found related to the problem. To date, 9 items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant. Batch review performed on 05 december 2023 on gmk-sphere 02.07.2802r tibial tray fixed cemented size 2 r tinbn coated (k202684) lot. 2214171. Lot 2214171: (B)(4) items manufactured and released on 22-nov-2022. Expiration date: 2027-11-07. No anomalies found related to the problem. To date, 9 items of the same lot have been sold with no similar reported event during the period of review.